Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system secondary medication set was defective. The defect was further described as partially drawing from the secondary line. This issue was identified during patient infusion with magnesium sulfate (mgso4). There was no patient injury or medical intervention associated with this event. No additional information is available.